Event description:
Hcp reports pt was in "narcotic withdrawal." A rotor study was done which showed a "rotor stall." The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.